Manufacturer narrative:
Based on the results of the investigation, the root cause for the dirty lens and chipped adhesive was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno fiberscope had dirt on the objective lens and chipped adhesive on the bending section. There was no patient involvement.